Manufacturer narrative:
H3) the manufacturer representative (rep) went to the site to test the imaging system. The site reported that there was an image artifact during surgery. The rep could not reproduce the error; all calibrations were completed on 2025-june-30. Lift and shift system pressure switch were adjusted and a system check out was performed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1.; product ID: bi71000905. This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there were image artifacts in 2d images. There was no reported impact on patient outcome. Additional information was received. It was reported that there was a delay to the procedure of less than one hour.